Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Half of it has broke off into my vagina [foreign body in reproductive tract]. As I pulled it out, half of it come out and half stayed in [complication of device removal]. Bad belly [gastrointestinal disorder]. Tampon broke off [device breakage]. Case description: consumer reported via phone that the tampon broke off in her vagina during removal. No serious injury was reported.